Manufacturer narrative:
(B)(6)2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6) . Footplate broke during use.

Manufacturer narrative:
The working end of the received bone punch is bent. The kerrison was analyzed by digital microscope "keyence vhx 5000". Hardness testing indicated the device material hardness is within specification. The device quality and manufacturing history records have been reviewed and found to be according to specification valid at the time of production. Based on the information available and investigation of the device, the root cause is most probably user related. This type of device is designed for delicate use only. Corrective / preventive action is not required.